Event description:
Decoder was created and reviewed. The received tablet data contained programming history from (B)(6) /2023. Quickview tab was reviewed and noted the following data: timestamp operation reboot battery (%) remaining battery voltage lead impedance (ohms) (B)(6) 2023 01:17 pm systemdiagnostics no reboot 85 2.877568493 9000 high. (B)(6) 2023 01:17 pm basicinterrogation no reboot 85 2.877568493 9000 high. The highest peak amplitude was 0.125ma. The rest of the decoder was reviewed and there was no data present from the initially reported event date, nor was there anything to suggest the generator was the issue n the available data.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a routing programming history database review, high impedance was seen just a few days after battery replacement procedure. Later it was reported that the patient underwent a generator replacement and impedance was within normal limits afterwards no other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Per the physician, the believed cause of the high impedance was a defective unit, and per the rep the high impedance disappeared upon replacement of the battery. Pin insertion issues, trauma and manipulation were ruled our and there are no plans to revise the lead. No other troubleshooting or testing of the device was performed at the date of surgery. No other relevant information has been received to date.

Event description:
Product analysis completed testing on the returned generator. High impedance was observed prior than previously reported. No other relevant information has been received to date.